Manufacturer narrative:
Low battery alert less than 1 week and unexpected battery power loss not found during testing. Insulin pump passed the displacement test, sleep current test, active current test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not switch on. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done. Customer reported that the they changed new battery and insulin pump was not turning on. The insulin pump will be returned for analysis.